Manufacturer narrative:
Patient information is unknown. Additional product codes: mbf and hsd. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient had four shoulder procedures. The fourth revision procedure was performed on (B)(6) 2016 due to the patient experiencing pain and the glenoid implant loosening. All the implants were removed and delta xtend devices were implanted. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(Other): UDI # (B)(4). Device history records review was completed for part # 5333-42r, lot # 13a18239. Manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: jun 12, 2013, expiry date: may 01, 2018. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Initial reporter establishment name and address, contact number (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.